Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device's air detector was loose, and the downstream occlusion (dso) seal was damaged¿ was confirmed. During visual inspection it was found the dso seal was degraded. The air sensor was not damaged. Further investigation revealed that the motor was exceeding the permitted revolutions. Replaced the dso seal and motor. The probable cause was the dso seal was degraded. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that device's air detector was loose, and the downstream occlusion (dso) seal was damaged. The event occurred during testing and there was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.